Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: in uterus'), large intestine perforation ('attached to colon/perforation (other): colon'), embedded device ('embedded in colon and uterus'), abortion spontaneous ('pregnancy (miscarriage)'), pregnancy with contraceptive device ('pregnancy (miscarriage)/found out I was pregnant and miscarried') and haemorrhage in pregnancy ('excessive bleeding with the pregnancy') in a 38-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included condom (birth control) from 2003 to 2008, gastric disorder, abdominal pain, multigravida (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007) and d & c. Previously administered products included for birth control: oral contraceptive nos from 2002 to 2003. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included uterine bleeding and uterine fibroid. Concomitant products included etonogestrel (implanon)15-jan-2008 to 2012 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced irritability ("didn¿t want to be bothered/irritated. Would get irritated easily"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 10 months after insertion of essure. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain: abdominal"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), gastritis ("gastritis"), diarrhoea ("digestive problems: diarrhea issues"), nausea ("digestive problems: not getting sick"), abdominal pain lower ("cramping with the pregnancy prior to miscarriage"), polymenorrhoea ("menses every 2 weeks"), malaise ("sick") and medical device discomfort ("caused discomfort"). The patient was treated with surgery (she had undergone laparoscopic assisted total vaginal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, large intestine perforation, embedded device, abortion spontaneous, pregnancy with contraceptive device, haemorrhage in pregnancy, gastritis, irritability, abdominal pain lower, polymenorrhoea and medical device discomfort outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, diarrhoea, nausea and malaise had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, gastritis, haemorrhage in pregnancy, irritability, large intestine perforation, malaise, medical device discomfort, menorrhagia, nausea, polymenorrhoea, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per summon: insertion date: (B)(6) 2011. Pathology report revealed uterus with cervix with displaced essure coils. Insertion details: normal uterine cavity with semi-obstructed ostia with endometrium; 5 coils within the uterine cavity on the right with 6 coils in the uterine cavity on the left. Operative note: fallopian tubes were noted to be normal. It was noted that there was no rigidity or stiffness to the proximal portion of the tube where the essure coils were to be placed. It was noted that there was a single adhesion to the posterior wall of the uterus. Upon closer inspection it was noted that the patient's left essure coil was sticking out of the back of the posterior wall of the uterus and adherent to epiploic fat. This adhesion was taken down and the coil was left in place in its location protruding through the posterior wall. In a similar location on the right, the right essure coil can be seen under the surface of the serosa. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2010: gastritis. Endoscopy - on (B)(6) 2010: gastritis. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus with cervix with displaced essure coils. Diagnosis: uterus and cervix with displaced essure coils. Unremarkable uterine cervix. Weak proliferative endometrium. Intracavitary submucosal essure coils. Serosa: tan, smooth and remarkable for visible coiled objects consistent with essure coiled beneath the serosa of the left right fundus. Myometrium: within the myometrium on both the left and right cornu is identifiable silver objects consistent with essure coils.. Pregnancy test - on (B)(6) 2016: pregnancy positive. Ultrasound pelvis - on (B)(6) 2016: there is no visible gestational sac, yolk sac or fetal pole in the uterus. The endometrial stripe measures max 1.3 cm.. Ultrasound scan - on (B)(6) 2010: bleeding never stopped; on 07-jun-2016: pregnancy positive. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uterine perforation, anxiety, menstruation, pregnancy with contraceptive device, dysmenorrhea, miscarriage". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: in uterus'), large intestine perforation ('attached to colon/perforation (other): colon'), embedded device ('embedded in colon and uterus'), abortion spontaneous ('pregnancy (miscarriage)'), pregnancy with contraceptive device ('pregnancy (miscarriage)/found out I was pregnant and miscarried / pregnancy: birth - complication') and haemorrhage in pregnancy ('excessive bleeding with the pregnancy') in a 38-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included condom (birth control) from 2003 to 2008, gastric disorder, abdominal pain, multigravida (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007) and d & c. Previously administered products included for birth control: oral contraceptive nos from 2002 to 2003. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included uterine bleeding and uterine fibroid. Concomitant products included etonogestrel (implanon) (B)(6) 2008 to 2012 for birth control. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced irritability ("didn¿t want to be bothered/irritated. Would get irritated easily"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 10 months after insertion of essure. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain: abdominal"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), gastritis ("gastritis"), diarrhoea ("digestive problems: diarrhea issues"), nausea ("digestive problems: not getting sick"), abdominal pain lower ("cramping with the pregnancy prior to miscarriage"), polymenorrhoea ("menses every 2 weeks"), malaise ("sick") and medical device discomfort ("caused discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had undergone laparoscopic assisted total vaginal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, large intestine perforation, embedded device, abortion spontaneous, pregnancy with contraceptive device, haemorrhage in pregnancy, gastritis, irritability, abdominal pain lower, polymenorrhoea, medical device discomfort and hormone level abnormal outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, diarrhoea, nausea and malaise had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, gastritis, haemorrhage in pregnancy, hormone level abnormal, irritability, large intestine perforation, malaise, medical device discomfort, menorrhagia, nausea, polymenorrhoea, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per summon: insertion date: (B)(6) 2011. Pathology report revealed uterus with cervix with displaced essure coils. Insertion details: normal uterine cavity with semi-obstructed ostia with endometrium; 5 coils within the uterine cavity on the right with 6 coils in the uterine cavity on the left. Operative note: fallopian tubes were noted to be normal. It was noted that there was no rigidity or stiffness to the proximal portion of the tube where the essure coils were to be placed. It was noted that there was a single adhesion to the posterior wall of the uterus. Upon closer inspection it was noted that the patient's left essure coil was sticking out of the back of the posterior wall of the uterus and adherent to epiploic fat. This adhesion was taken down and the coil was left in place in its location protruding through the posterior wall. In a similar location on the right, the right essure coil can be seen under the surface of the serosa. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2010: gastritis. Endoscopy - on (B)(6) 2010: gastritis. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus with cervix with displaced essure coils. Diagnosis: uterus and cervix with displaced essure coils. Unremarkable uterine cervix. Weak proliferative endometrium. Intracavitary submucosal essure coils. Serosa: tan, smooth and remarkable for visible coiled objects consistent with essure coiled beneath the serosa of the left right fundus. Myometrium: within the myometrium on both the left and right cornu is identifiable silver objects consistent with essure coils.. Pregnancy test - on (B)(6) 2016: pregnancy positive. Ultrasound pelvis - on (B)(6) 2016: there is no visible gestational sac, yolk sac or fetal pole in the uterus. The endometrial stripe measures max 1.3 cm. Ultrasound scan - on (B)(6) 2010: bleeding never stopped; on (B)(6) 2016: pregnancy positive. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uterine perforation, anxiety, menstruation, pregnancy with contraceptive device, dysmenorrhea, miscarriage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events : hormonal changes were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: in uterus'), large intestine perforation ('attached to colon/perforation (other): colon'), embedded device ('embedded in colon and uterus'), abortion spontaneous ('pregnancy (miscarriage)'), pregnancy with contraceptive device ('pregnancy (miscarriage)/found out I was pregnant and miscarried') and haemorrhage in pregnancy ('excessive bleeding with the pregnancy') in a (B)(6)-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included condom (birth control) from 2003 to 2008, gastric disorder, abdominal pain, multigravida (dates of live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2007) and d & c. Previously administered products included for birth control: oral contraceptive nos from 2002 to 2003. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included uterine bleeding and uterine fibroid. Concomitant products included etonogestrel (implanon) (B)(6) 2008 to 2012 for birth control. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced irritability ("didn¿t want to be bothered/irritated. Would get irritated easily"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 10 months after insertion of essure. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain: abdominal"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), gastritis ("gastritis"), diarrhoea ("digestive problems: diarrhea issues"), nausea ("digestive problems: not getting sick"), abdominal pain lower ("cramping with the pregnancy prior to miscarriage"), polymenorrhoea ("menses every 2 weeks"), malaise ("sick") and pelvic discomfort ("caused discomfort"). The patient was treated with surgery (she had undergone laparoscopic assisted total vaginal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, large intestine perforation, embedded device, abortion spontaneous, pregnancy with contraceptive device, haemorrhage in pregnancy, gastritis, irritability, abdominal pain lower, polymenorrhoea and pelvic discomfort outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, diarrhoea, nausea and malaise had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, gastritis, haemorrhage in pregnancy, irritability, large intestine perforation, malaise, menorrhagia, nausea, pelvic discomfort, polymenorrhoea, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: per summon: insertion date: (B)(6) 2011. Pathology report revealed uterus with cervix with displaced essure coils. Insertion details: normal uterine cavity with semi-obstructed ostia with endometrium; 5 coils within the uterine cavity on the right with 6 coils in the uterine cavity on the left. Operative note: fallopian tubes were noted to be normal. It was noted that there was no rigidity or stiffness to the proximal portion of the tube where the essure coils were to be placed. It was noted that there was a single adhesion to the posterior wall of the uterus. Upon closer inspection it was noted that the patient's left essure coil was sticking out of the back of the posterior wall of the uterus and adherent to epiploic fat. This adhesion was taken down and the coil was left in place in its location protruding through the posterior wall. In a similar location on the right, the right essure coil can be seen under the surface of the serosa. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2010: gastritis. Endoscopy - on (B)(6) 2010: gastritis. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus with cervix with displaced essure coils. Diagnosis: uterus and cervix with displaced essure coils. Unremarkable uterine cervix. Weak proliferative endometrium. Intracavitary submucosal essure coils. Serosa: tan, smooth and remarkable for visible coiled objects consistent with essure coiled beneath the serosa of the left right fundus. Myometrium: within the myometrium on both the left and right cornu is identifiable silver objects consistent with essure coils.. Pregnancy test - on (B)(6) 2016: pregnancy positive. Ultrasound pelvis - on (B)(6) 2016: there is no visible gestational sac, yolk sac or fetal pole in the uterus. The endometrial stripe measures max 1.3 cm.. Ultrasound scan - on (B)(6) 2010: bleeding never stopped; on (B)(6) 2016: pregnancy positive. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uterine perforation, anxiety, menstruation, pregnancy with contraceptive device, dysmenorrhea, miscarriage". Most recent follow-up information incorporated above includes: on 2-aug-2019: plaintiff fact sheet and medical record received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events ¿uterus)/migration of essure device: in uterus; attached to colon/perforation (other): colon; pregnancy (miscarriage); pregnancy (miscarriage)/found out I was pregnant and miscarried; excessive bleeding with the pregnancy, abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), gastritis; didn¿t want to be bothered/irritated. Would get irritated easily; pain: abdominal, digestive problems: diarrhea issues; digestive problems: not getting sick; cramping with the pregnancy prior to miscarriage and device ineffective¿. This case is medically confirmed. Reporter, demographics, essure indication (amended), essure insertion date/removal date, essure lot number, concomitant medication were added. Events ¿digestive problems: not getting sick/diarrhea issue, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea; pain: abdominal, dyspareunia¿ outcome was updated to recovered /resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.